Event description:
Caller alleged imprecision with inratio meter. Results are as follows: first test inr = 1.4; second test inr = 2.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070454: first test inr = 1.4; second test inr = 2.5 mean = 1.95 ; sd = 0.77; %cv = 40%. The %cv is greater than 20%. Per internal procedure, tr 01510, the precision failed the criteria for precision. Products will be tested.